Event description:
Pump was reported to go into check flange alarm during use on a pediatric pt. The medication involved is not known, however, the pt's blood pressure increased from 110 to 200 and the heart rate dropped from 124 to 96. The pt was changed to a different pump and pt's stats went back to baseline. It is not known at this time if add'l medical intervention occurred.